Event description:
It was reported that during a lap total prostatectomy, the jaws of the 1st device had a difficulty in being opened and closed. The 2nd device was used to complete the case. There were no adverse consequences to the patient. After the operation, the patient took x-ray and it was found that a material was remained into the patient. When the electrode of the 1st device was checked, the distal part of the electrode peeled a little. As the electrode attached to the jaws, it was dragged away by hand to check the device. Then, it was found that the middle part of the zirconia was broken and fell into the patient. A trocar was punctured again and the material was removed from the patient. As of now, the patient's condition is stable. The doctor commented that the jaws had not clamp hard or thick tissue.

Manufacturer narrative:
(B)(4). Additional information: ceramic. Device a was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. A portion of the ceramic was returned with the instrument. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. During functional testing the jaws opened and closed without difficulty. It is possible that the electrode separation caused issues with the opening and closing of the jaws. Device b was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. No issues were noted with the opening and closing of the jaws. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device b batch: j90x42, mfg date: 4/12/2012, exp date: 3/12/2014.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.